Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the wound of this patient implanted with this pacemaker had opened and was red. An infection was suspected. An emergency operation as performed and red yellow blood was seen in the pocket. The system was removed and the blood cultures were pending results. A new system was going to be implanted on the opposite side. No additional adverse patient effects were reported.